Event description:
It was reported by the sales rep that during a lap hepatectomy, when an error 5 was displayed, it was found that the tissue pad peeled away before the abdominal cavity was closed. While the tissue pad was searched inside the patient and the operation room, it was found inside the pocket of the drape . (Around 80 % of the tissue pad peeled away) the device might be wiped with a gauze during use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent